Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12191. It was reported the patient has experienced pocket heating at the ipg site when charging since the implant date. A replacement charger was sent to the patient. The patient also reported the scs system stopped working approximately 6 months prior and requested the system be explanted. A replacement charger was sent to the patient but the patient has not yet attempted to use the charger. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
(B)(4). This lot number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.